Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the teflon pad melted and detached from the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r93r8y. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Does the pad fall into the patient? No. How many times had the device been used? An. Surgical procedure fundoplication. Reason for the surgical procedure. Reflux. Date of the surgical procedure. (B)(6). Was there any damage/consequence to the patient due to the problem with the device? Not provided. Was there a surgical delay due to the problem with the device? Yes. Was there any damage/consequence in the patient due to the surgical delay? No. What is the current status of the patient? Not provided.